Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported by the affiliate the bowel tissue ripped at the anastomotic site. The surgeon did use a bowel sizer, but still had this damage. It is not known if the device is being returned. The procedure was extended for 2 hours. 3/12/1998 it was reported the device fired properly, but tissue ripped as the device was being extracted. The device was only released a 1/4 turn prior to extracting. Used sutures to repair tear. The pt is now fine.